Event description:
Approximately 1 month and 3 weeks after surgery the patient presented with pain. It was identified that the patient had a periprosthetic fracture and thus a second surgery was performed whereby the fracture was cabled. All implants remained situ.

Manufacturer narrative:
(B)(4) final report additional information including operative notes, patient medical history, whether the patient experienced any trauma and an update on the patient following the second surgery has been requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the fracture could not be determined and no further investigation can be conducted. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including operative notes, patient medical history, whether the patient experienced any trauma and an update on the patient following the second surgery has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Approximately 1 month and 3 weeks after surgery the patient presented with pain. It was identified that the patient had a peri-prosthetic fracture and thus a second surgery was performed whereby the fracture was cabled. All implants remained situ.